Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient was experiencing heavy bleeding and their wires came out because of this. They returned to their healthcare provider's (hcp) office to have the wires replaced. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.